Event description:
It was reported that the patient's implant surgery was 3 hours and 25 minutes long. The patient did not have an abnormal vagal anatomy and the device was functioning as intended. Per the surgeon's office the intervention taken for the event was that the vns was not turned off. They indicated that the intervention was preclude a serious injury. No further relevant information was received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR 2 inadvertently reported that the intervention taken was to not turn off the patient's generator, however the intervention taken was to not turn the generator on.

Event description:
Per the surgeon's office the intervention taken for the event was that the vns was not turned on.

Event description:
It was reported that the patient had no history of cardiac problems and no family history of arrhythmia. No further relevant information has been received to date.

Event description:
It was reported by the surgeon during surgery that the patient experienced asystole during system diagnostics performed at 1 ma output current. The test was interrupted and the patient's heart rate went back to baseline the surgeon then attempted system diagnostics while the patient was programmed to 0.25 ma and the patient tolerated it well with no asystole or bradycardia. However when system diagnostics was attempted at 0.5 ma of output current, the patient experienced bradycardia. The patient's output current was then reprogrammed to 0 ma and the surgeon completed the procedure. No further relevant information has been received to date,